Event description:
It was reported that the pump exhibited an air bubble at the sensor and blockage in the dosing. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. A visual inspection was performed, and the reported issue of air bubble was duplicated, however the reported issue of blockage/occlusion was not confirmed. The cause of the reported air bubble at the sensor was due to a bubbled downstream occlusion seal. As a result, the downstream occlusion seal was replaced. Investigation of the service history of this device shows that this device has been not in for service in the past 12 months.